Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the need to re-operate on a bioprosthetic valve, the most common of which is regurgitation. Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned to edwards for analysis and additional information was not provided. The root cause for the regurgitation remains indeterminable; however, patient related factors and progression of the patient¿s underlying valvular disease likely contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned that a failing 25mm aortic pericardial valve was disabled with a 26mm transcatheter aortic valve due to regurgitation. Implant duration at the time of the valve-in-valve intervention was six (6) years, three (3) months and twenty-four (24) days. No additional information or patient records were made available. Patient was reported as doing great.